Event description:
It was reported that after maintenance inspection, the cardiosave intra-aortic balloon pump (iabp) battery could not be charged even when the ac cord was plugged into the power source. The battery power lamp started to flash, but the lamp immediately went out and flashed again. The device fan would not operate after the battery charging started. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management pcb. Regular inspection was performed and the iabp was in good condition. The failure analysis and testing department performed a visual inspection of the part received power management board and found that the component (voltage regulator) q27 is burned out.due to this damage. This part cannot be investigated any further by fat department. The failure analysis and testing department verified the root cause of the malfunctioning of power management pcba.retaining the board in the fat department per procedure. The tantalum capacitors used on the power management board are not within the capacitor manufacturer derating guidelines which may result in capacitor failure causing an overcurrent condition on the power supply which damages the power management board.

Event description:
N/a.